Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) and alleged the one touch ultra test strip vial was missing from the packaging. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue occurred on (B)(6) 2014 at 8.30 am. The patient manages her diabetes with diet and/or exercise alone. It is unknown if the patient made any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of ¿shake and nervousness¿ less than 30 minutes after the test strips were alleged to be missing. The reporter denied the patient received medical treatment due to the product issue. At the time of trouble shooting, the cca was able to educate the customer on the correct box content, and found no product was missing. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.